Event description:
Chemo orders previously checked by two chemo rns. Consent verified. The 168 mg IV etoposide double checked by two chemo competent rns, drug vs original order vs patient using three positive patient identifiers. Appropriate chemo precautions and ppe utilized. Right double lumen PICC line flushed and aspirated with positive, brisk blood return. Rn stayed with patient for first five minutes of infusion. Patient tolerating infusion without complication. After approximately 55 minutes, rn came in to check on patient. Patient complained that her pillow that her right upper extremity (rue) was resting on (extremity with dl PICC) "esta mojado" (is wet). Rn felt wet pillow and realized it could be chemotherapy - immediately stopped the alaris pump. Rn aspirated from the lumen where etoposide had been infusing - positive brisk blood return present. Rn then flushed from downstream port - some saline leaked out between the blue, luer lock blue clave and the smaller phaseal. Rn turned off pumps and got spill kit and called charge rn into room. Hydrogen peroxide ordered. Charge and bedside rn utilized chemo spill kit and disposed of soiled linen. Patient immediately washed affected skin with soap and water. Then washed with hydrogen peroxide. Linens changed. Rns estimated approximately 20-50 cc lost etoposide via spill. PICC line dressing, caps and tubing changed. Manufacturer response for closed system transfer device, bd phaseal (per site reporter): met with rep, gave further education but still encountering more issue.